Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow-up, the right ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged; twiddler's syndrome was suspected. The lead was explanted on (B)(6) 2015. No patient symptoms were reported.